Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) with longevity dropped for one and a half year in a span of three months. Boston scientific technical services (ts) explained this could be likely a rounding error and did not suspect pbd. To date, no intervention was done and device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.